Event description:
Caller reported a malfunction on the pump but confirmed that there was no adverse impact to the customer's blood glucose level. The customer experienced the same malfunction multiple times on the current pump. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.